Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Patient received a gunther tulip filter on (B)(6) 2006 at an unnamed hospital in (B)(6). Plaintiff has not named an implanting physician. Patient was a resident of (B)(6) at all times relevant to this matter. It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 20mar2018 as follows: pt allegedly received an implant on (B)(6) 2006 via the internal jugular vein due to current combo pulmonary embolism and deep vein thrombosis. Pt alleges migration, vena cava perforation, device unable to be retrieved, organ perforation (right common iliac vein, right psoas muscle), embedment, post implant deep vein thrombosis. Pt further alleges swelling of the leg, taking medications that affect social and sex life, stabbing pain in groin area, anxiety.

Manufacturer narrative:
Additional information: investigation it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther-migration, vc+organ perforation, unable to retrieve, anxiety, embedded, dvt, pain, swelling". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain is directly related to the filter. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. Unknown if the reported swelling and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Rpn and lot# are unknown, but filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Manufacturer narrative:
(B)(4). Evaluation- no information regarding the event. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury.

Event description:
Patient received a gunther tulip filter on (B)(6) 2006 at an unnamed hospital in (B)(6). Plaintiff has not named an implanting physician. Patient was a resident of (B)(6) at all times relevant to this matter. It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided